Event description:
Olympus was informed that during a colonoscopy procedure, the pt's colon was perforated.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information. Per the user facility, an olympus scope was used during the procedure. The model and serial number were unknown. No further details were available. There was no device returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined at this time. This report will be supplemented if additional information becomes available at a later time. This report is being submitted as a medical device report in an excess of caution.